Event description:
It was reported that the patient's interstim was giving her "lots of trouble". It was verified that her therapy was on. She is implanted for retention and got a urinary tract infection on sunday. The patient was unable to pee. She increased the stim from 2.4 to 5. Something and then felt a sensation on her bladder, but it caused other cramping in her insides and she had to decrease it. The patient was (B)(6) and hadn't had a period since (B)(6), but as of this morning, she had vaginal bleeding. Since this new ins was implanted, she was not getting the same symptom relief as before with her previous ins. It was noted that the doctor was not thrilled with her residual post implant. The patient was also on flomax and other orals, but stopped taking them due to the side effects. The patient had tried all the programs and was in "ok" shape with the settings. The patient had been on cipro since sunday. The patient was concerned that she can turn the stim up so high without feeling anything, that she is bleeding vaginally, and that she is unable to adjust her programs. The patient was assisted in changing from program 2 at 4.4 to program 3 at 1.0; the patient could feel the stim. The patient planned to let the doctor know what she was trying. The increased retention gave her the uti. There were no falls or traumas to the area. The patient was "freaked" that she could turn the stim up so high and was afraid that meant there was a problem with the "box". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# v080017, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).